Event description:
It was reported that the core console with integral irrigation pump was plugged in during a case when it displayed a bias current message. The bias current message indicates a condition occurred from which there is potential for a device to run without user activation. There was no aptient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the device and it was returned to the user facility.